Event description:
The manufacturer received information alleging a ventilator turning off itself randomly during the night, twice in the past month and having a humming/loud noise. There was no harm or injury reported. The device has not been returned to the manufacturer. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.